Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing unexplained high blood glucose. Customer's blood glucose was 600 mg/dl. Customer's mother stated their blood glucose had been rising after changing their site. The mother declined to troubleshoot at the time and treated the customer with manual injections. Customer's blood glucose was 171 mg/dl at the time of the call. The customer was advised to deliver a bolus if their blood glucose did not decline. No additional information provided.